Event description:
Health care professional (hcp) reported patient (pt) receiving hemodialysis on the baxter sps 1550 device. After three hours of the scheduled four hour treatment, pt complained of cramping and was hypotensive. Ultrafiltrate at this time was 3.23 kg. Hcp administered approximately 600cc normal saline to help relieve pt's symptoms. Hcp decreased the goal weight to be removed to match what had already been removed and placed the remainder of the treatment into pause. Hcp reported the transmembrane pressure (tmp) remained at 250-300 mmhg even with attempts to manually decrease the tmp, after the ufc had been turned off. Pt left the clinic 0.9 kg above desired dry weight. Goal weight to be removed was 4.0 kg. Treatment parameters were as follows: blood flow rate 500ml/minute, dialysate flow rate 701.2 ml/minute average and treatment time 4 hours.